Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit with an elevated blood glucose level of 640 mg/dl and high ketones that were identified as dangerous by a health care provider. Reportedly, the customer's continuous glucose monitor (cgm) was not available due to a non-tandem transmitter issue, and the customer did not realize that without receiving readings from a cgm the tandem pump¿s control-iq (ciq) technology will not administer automatic boluses of insulin to control their bg level. Tandem technical support educated the customer on ciq functionality, that when ciq technology is inactive the customer must request meal and correction boluses as needed. The customer acknowledged education. The customer was treated with intravenous fluids of saline and insulin and was discharged from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.